Manufacturer narrative:
Concomitant medical products: fortify st vr ICD; abbott lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an alert and the right ventricular (rv) lead displayed a sharp increase in impedance, high pacing impedance, and was possibly fractured. Re-programming was performed. It was also reported that explant of the lead is planned. No patient complications have been reported as a result of this event.